Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the sheath ripped in half an inch or less below the dilator when the physician attempted to pass the mesh leg through the sacrospinous ligament. Nothing detached inside the patient. The physician cut the mesh leg and used a capio suture to complete the procedure with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Information supplied was completed by the manufacturer based on information obtained from the complainant. The lot number of the device is unknown; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.